Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received an ¿unable to proceed¿ alert when attempting to initiate fill tubing despite multiple restarts and full supply changes, leading to a determination of device malfunction during the infusion set fill process and a replacement being arranged. Symptoms included no adverse physiological effects and stable blood glucose. Outcomes included interruption of infusion setup and the need for device replacement. Investigation included customer troubleshooting, review of device use steps, and coordination for device return. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.